Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited a spike in high out of range shock impedance measurements above 200 ohms in this non boston scientific lead. Technical services (ts) was consulted and recommended troubleshooting options. The crt-d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).